Event description:
It was reported that the patient underwent a revision procedure due to wanting an upgrade with an spectra penile prosthesis (spp) that was implanted in 2007. The spp was explanted and a new inflatable penile prosthesis (ipp) was implanted. No patient complications were reported in relation to this event.